Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the patient's explant procedure on (B)(6) 2025 [related manufacturer report number: 3006705815-2025-05370] one of the patients leads was broken and could not be explanted. As a result, surgical intervention may be undertaken to remove remaining portion of lead. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6); batch: 4636579.